Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No resolution was performed. There were no patient consequences.